Event description:
Device 2 of 2. Reference MFR report # 1627487-2010-00717. The pt received her scs system on (B)(6) 2009 consisting of an ipg, paddle lead, and two lead extensions (different lot #s). It was reported that one of the leads had partially pulled out of the extension. It was not documented which extension was involved in this event, therefore, both lot numbers are being reported. The extension was replaced on (B)(6) 2009. F/u on the pt found that no further issues have been reported. The extension was not returned to ans for eval. No further info is available.

Manufacturer narrative:
Method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.